Manufacturer narrative:
The insulin pump had intermittent button response due to corroded keypad traces. No button error alarms were noted. The insulin pump was received with cracked battery tube threads, a cracked belt clip slot and minor scratches on the display window.

Event description:
Customer reported issues with the insulin pump. Customer states that there was a button error alarm. The blood glucose reading is unknown. Nothing further reported.